Event description:
The ventilator was on a patient, and it started to alarm, tubing disconnect, every ten to fifteen minutes. The ventilator was removed from the patient to be evaluated. This vent was a demo from mallinckrodt.